Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies for anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the devices were not returned for evaluation. However, we can provide the following comments: the instructions for use advise the user to visually inspect the forceps prior to use upon removing the forceps from the package. The user is instructed not to use the product if an abnormality is detected that would prohibit proper working conditions. Damage to the outer sheath can occur if the device is removed from the endoscope at an angle, allowing the sheath to scrape against the endoscope. The instructions for use for this product line advise the user that the endoscope should remain as straight as possible when inserting or withdrawing the forceps. The instructions for use for this product line also advise the user to advance the device through the accessory channel in 1-2cm increments until it is visualized exiting the endoscope. These activities will aid in device preservation. Prior to distribution, all disposable biopsy forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a supplier corrective action has been issued to the supplier in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for trends.

Event description:
The user selected a cook endoscopy disposable biopsy forceps. It was noted that the outer sheath was cracking prior to use, but the forceps were used during the procedure. Nothing had to be retrieved from the patient. Several attempts were made to collect additional information regarding patient impact and product usage. It is unknown if the patient experienced any adverse effects or required additional medical procedures due to this event. The user facility indicated the same observation was made on 5 additional occasions (devices 2, 3, 4, 5 and 6). The observations and outcomes are identical to device 1. For suspect medical device information on devices 2, 3, 4, 5, and 6 see report numbers 1037905-2007-00139, 1037905-2007-00140, 1037905-2007-00414, 1037905-2007-00142, and 1037905-2007-00143.